Event description:
Procedure type: ladg - lap assisted distal gastrectomy. Patient gender: unknown. According to the reporter. The device was fired, but clip did not form properly and did not release from jaw. The surgeon removed the device by force, and some oozing bleeding and some tissue damage occurred. There was no report of pieces falling into the cavity. A new instrument was used to complete the procedure. The patient is in well current condition. No further details have been disclosed.

Manufacturer narrative:
Initial report sent: 12/18/2008.